Event description:
It was reported that the t:slim x2 pump battery would not charge, and troubleshooting could not be performed at the time because the pump was with the child at school. There was no reported impact to the customer¿s blood glucose level. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.